Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the ed physician determined the patient did not have an infection at the device site, but symptoms of fever and malaise were possibly correlated to bilateral lower extremity cellulitis. Clindamycin was prescribed at the ed on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, as part of a clinical study, regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had persistent swelling at the back since a mechanical fall six weeks prior. There was drainage at the wound site associated with fever and chills. An examination on (B)(6) 2017 noted increased pain and risk of infection. The clinical diagnosis was risk of infection to device site. The hcp sent the patient to the emergency room for evaluation on (B)(6) 2017. The event resulted in an emergency room visit and an unscheduled clinic or office visit. No action was taken. The issue resolved without sequelae on (B)(6) 2017. The etiology was possibly related to the device or therapy, unlikely related to the implant procedure, and the lumbar site was noted. No further complications were reported or anticipated.